Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. Approximately 2-3 days after the sensor was inserted the patient experienced a skin reaction with an eczema-like rash which was red and itchy. She did not treat it but had consulted her diabetic nurse about it and was advised to stop using the continuous glucose monitor (cgm) for now. No additional patient or event information is available.